Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed itchiness under the lifevest. Patient described the area as itchiness on the back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician adjusted the patient¿s medications to alleviate the itchiness. Patient reported that the irritation is getting better.